Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a broken needle. The sensor was inserted at the abdomen. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No injury or medical intervention was reported.